Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was detecting false long noise episodes on the ventricular channel. Review of the egms noted that the noise reversions were diagnostic anomalies. Recommended programming changes will be discussed with the following physician. No patient symptoms were reported.